Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 461 mg/dl at the time of incident. Customer's current blood glucose was 491 mg/dl. Customer treated their blood glucose with a bolus. It was also found the customer was feeling irritable and had stomach pains. Troubleshooting found the customer had white spots in the tubing. The customer declined to troubleshoot any further. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer also declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.